Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The electronic patient record from the event was downloaded for review. Upon review of the patient record, it was confirmed that the device powered off; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. Medical personnel advised that the device's batteries were fully charged at the time of the event. There was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.